Event description:
A few days after catheter placement, leakage was noticed at the exit site. The catheter was removed and a split was found in the catheter near the cuff. The catheter was replaced. No pt injury was reported to have occurred.